Manufacturer narrative:
Due to further investigation, the evaluation was updated. The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the temperature exceeded manufacturing specifications and was making an unusual noise. It was determined this was all due to a worn out motor. The assignable root cause was determined to be due to normal wear over time.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the temperature exceeded manufacturer specifications and the device made an unusual noise. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to normal wear over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate

Event description:
It was reported that during pre-surgery, it was observed that the motor device was "heating up more than usual". There were no delays to the planned surgical procedure as an identical spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.